Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the patient reported discomfort during right ventricular (rv) pacing. There was also a los of capture noted on the rv lead, as well as a decreased sensing threshold. Diagnostic imaging performed which revealed the lead had dislodged and a cardiac perforation had occurred. There was no significant pericardial effusion noted. The lead was repositioned to resolve the event and the patient was stable following the procedure.